Manufacturer narrative:
This complaint is considered closed.

Event description:
Litigation alleges that patient has experienced pain around the left hip joint, constant popping while walking, and debilitating cramps all over his body, which wake him during the night and make sleeping difficult. Patient's left leg is longer than the right, and he walks with a definite limp. Additionally, it is alleged that patient has elevated levels of chromium and cobalt in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.